Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the connection point of the 6mm force bipolar extend instrument detached immediately after use. It was at the end of the surgery, it was not used in the patient after the incident. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.